Manufacturer narrative:
The device was returned. There were few findings during device evaluation. The light guide lens was broken and there was loss of functionality, the coating at the connecting tube was peeled off. Liquid leaks; due to damage of channel tube was noted. The adhesive part of bendings ection cover was broken, water cleaning function was out of standards; due to deformation of nozzle. Insulation resistance is out of standards; due to cutting part of lock engagement lever. Switch button 1 was cut off, angulation in the upward direction and gap of up/down knob was out of standards; due to wear of angle-wire. The coating of the universal cord was peeled off, insertion tube was deformed. The investigation is ongoing. And follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is provided by the user facility.

Event description:
The field service engineer on behalf of the customer reported to olympus, the evis lucera elite gastrointestinal videoscope tested positive for presence of microorganism. The issue was found during preparation for use for a diagnostic procedure. The procedure was completed with a similar device. The user did not report any contamination, infection or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted however, those defects alone are not considered severe enough to cause a potential adverse event. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.